Event description:
It was reported that the spinal cord stimulation (scs) leads migrated. Reprogramming was attempted, however, the patient still had inadequate stimulation. The patient underwent a procedure where the leads were pulled down. Post operatively, the patient was recovering as expected and was receiving good coverage of the pain area.